Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed low disk space and was unable to expose. The fse tried reinstalling the ippc (image processing pc) software and bypassing the disk tray, but the problem persisted. The fse suspected the ippc was defective. The fse replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 biplane system was low on space, which prevented system exposure. The system was in clinical use at the time of the event. No harm has been reported. The system ippc component was replaced, and the hard disk was formatted to return the device back to functionality. Philips has started an investigation of the complaint.